Event description:
The customer reported communication loss (comm loss) on their central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported communication loss (comm loss) on their central nurse's station (cns). According to the customer, they resolved the issue by replacing the uninterruptible power supply (ups). There was no patient injury reported. Investigation summary: customer was able to resolve the issue by replacing the ups. The available information does not suggest that there was a malfunction of the device. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported communication loss (comm loss) on their central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
According to the customer, they resolved the issue by replacing the uninterruptible power supply (ups). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.